Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they had the device removed and went with a competitor device and that they wanted to know what to do with the external equipment. Agent reviewed requested information with the patient. Patient stated that the device was removed due to the fact that the therapy could not go down to their feet where they needed it the most. Patient noted that they thought that the device had the best controller and the easiest controller. Pt confirmed that the issue had been since the ins was implanted. Pt will donate the external equipment to hcp. The device was explanted on (B)(6) 2024. Additional information was received from a healthcare provider (hcp). Hcp calling for device registration information and reports the patient (pt) had the ins removed and replaced with another manufacturer's device. Hcp did not have information about the reason for replacement.